Event description:
It was reported that the intra-aortic balloon (iab) membrane was already partially unfurled when it was removed from the packaging. The iab could not be inserted due to this issue. It was noted that the provided guidewire had been used during insertion. A new iab was then successfully inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded. No sheath returned with the device. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. A laboratory insertion test was unable to be performed due to the membrane being unfurled. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).